Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device has not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had no image when connected to various scope models. Some of the scopes work for about 5-10 minutes then lose the image and just have a outline. The issue occurred during preparation for use. The intended diagnostic esophagogastroduodenoscopy procedure was completed with a similar device. Reportedly, there was a 30 minute delay, then an additional 5-10minute delay for the other 2 procedures. It happened during 3 different procedures. All 3 procedures were completed and there was no patient impact.